Event description:
During a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician deployed a taxus express2 3.0 x 8 mm drug eluting stent in an ostial circumflex lesion. The taxus stent was fully deployed, the balloon deflated when the balloon became stuck in the stent. The physician performed several inflation/deflation sequences to try to release the balloon from the stent. However, this was unsuccessful. He finally released the balloon from the stent by pulling on it. The pt is reported to be satisfactory/good; no complications were reported.